Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose levels were 38 mg/dl, 387 mg/dl and 337 mg/dl. The customer had been using the insulin pump within 48 hours of low blood glucose level. The customer treated low blood glucose level with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer alleged the insulin pump for over delivery because the insulin pump was giving insulin without input. The customer also reported that the insulin pump buttons were stuck which was resolved after changing the batteries. The insulin pump will be returned and the reservoir will not be returned for analysis.